Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer also state that the insulin pump had multiple pump error alarm and customer was able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm noted in pump history file due to software error.